Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, remnants of a pledget was observed on the inflow of the sewing ring between the left and non-coronary cusps. Damage to the sewing ring appeared to have occurred during explant. The valve was slightly distorted. All leaflets were in the closed position. All leaflets were slightly stiff but flexible except where host tissue extends on the inflow and outflow. Tears and abrasions through the free margin of the right cusp appeared to be due to restricted leaflet movement. The free margin of the non-coronary cusp was folded, adhering to the host tissue on the outflow, creating a gap between the coaptive ridges of the non-coronary and right cusp. The left cusp tissue on the left non-coronary superior coaptive junction appeared deteriorated. Left right commissure appeared intact. Tissue deterioration was noted on the superior coaptive junction of the left non-coronary commissure. A thin layer of pannus encapsulated the right non-coronary commissure. Traces of pannus were noted on the sewing ring on the inflow. Pannus up to 4mm thick pannus was noted on the non-coronary cusp and 5mm on the left cusp, as well as the inferior coaptive area between the non-coronary and left cusp. An unknown amount of pannus appeared to have been removed during explant. Radiography revealed calcification on the right non-coronary commissure, non-coronary outflow rail. Conclusion: the investigation is in progress, a supplemental report will be submitted upon investigation completion. D4: device serial #, expiration date, and UDI # added d10: return date corrected h4: device mfg date added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implant date is 'year valid'. Product analysis: the product has been returned, but the device analysis has not yet begun. Conclusion: without the completed product analysis, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be sent when the product analysis has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 11 years post implant of this 19mm bioprosthetic aortic valve, it was explanted and replaced with a 21mm bioprosthetic valve of the same model. The reason for replacement was elevated blood flow velocity (3.5 to 4.5 m/s) and poor movement of the noncoronary cusp. It was also noted that the patient was in heart failure and experiencing atrial fibrillation. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis concluded that pannus was the cause for poor movement of the non-coronary cusp. This would have created a decreased flow through the valve, ultimately leading to high gradients. Pannus is an inherent risk of valve replacement. Cardiac dysrhythmias (i.e. Atrial fibrillation) are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.